Manufacturer narrative:
(B)(4). Reported event was confirmed by review of x-rays showing advanced liner wear, acetabular osteolysis, and osteopenia along the proximal femoral component. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04252, 0001825034-2019-04253.

Event description:
It has been reported patient is being considered for a hip revision after an unknown amount of time post implantation due to unknown reasons. X-rays taken on an unknown date show advanced liner wear, acetabular osteolysis, and osteopenia along the proximal femoral component. Attempts have been made and additional information on the reported event is unavailable at this time.